Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or defects that could contribute to an early deployment of the needle. The downloaded data shows that the device completed first and second priming sequences before being deactivated. No timeouts or drive stalls were observed in the pod data. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Although no issues were observed with the device, the exact cause for the reported early needle deployment could not be conclusively determined.

Event description:
It was reported that the cannula popped out when the patient pulled the tab off the blue needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.